Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced some overnight low blood glucose between the 40 mg/dl and 50 mg/dl range and one high up to 353 mg/dl. It was stated that the insulin pump settings are still getting being tuned. Customer is working with the doctor and diabetes clinical manager for better results. Nothing further reported.